Event description:
It was reported that during cardioversion, when hv therapy was successfully delivered, low hv lead impedance was observed. During explant an insulation anomaly was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 20.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of an entire lead, a complete analysis could not be performed.